Event description:
A customer reported via phone call indicating that they were hospitalized for unknown reasons. The customer's blood glucose level was 114 mg/dl. The customer received an end sensor alert and simply inquired of they should change the sensor or wait until they had their MRI the next day. The customer did not mention why they were in the hospital. The customer was also assisted with questions on charging their transmitter. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.